Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).